Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device delivered inappropriate shock. The patient was asymptomatic. The device detected and diagnosed supraventricular tachycardia correctly for some time until being diagnosed as ventricular tachycardia and therapy was delivered. Programming change was discussed and was made.